Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by an attorney that the patient underwent a hernia repair surgery on (B)(6) 2012 and mesh was implanted. It was reported that the patient¿s hernia recurred, causing pain and future invasive medical treatment. No additional information was provided.

Manufacturer narrative:
Additional information.